Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left ventricular (lv) lead was unable to have the stylet inserted into it's lumen. The physician elected to remove and replace the lv lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of stylet stuck in lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. Electrical testing found no conductor fractures or internal shorts. The cause of the reported event was isolated to the stripped and bunched inner coating inside the inner coil that prevented the removal of the stylet and the excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.